Manufacturer narrative:
Physio-control further evaluated the system pcba and found the single board computer (sbc) was inoperative, causing the reported issue. The device was scrapped.

Event description:
The customer contacted physio-control to report that their device locks up on the boot screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The cause was determined to be related to the system pcb assembly. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device locks up on the boot screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.